Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During left ventricular (lv) lead implant, the stylet was not able to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.